Event description:
Allegedly the following occurred: when putting the gall bladder in the bag, the bag ripped near the top of the bag. The ring had not been pulled, he was just putting the gall bladder in the bag and it was so weak that it tore. However, it is welded to the ring, is not very strong. No injury.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.